Event description:
Device 2 of 3. Reference MFR reports: 1627487-2012-02450 and 02452. The pt has 2 scs systems, one in the thoracic region and one in the cervical region. It was reported the pt feels pain at the ipg site of her thoracic system when stimulation is on. However, when stimulation is turned up to a higher intensity, the pt alleged she feels pain at the cervical system's ipg site in the left buttocks/back region. The pt reported she feels heating at both ipg sites during charging. She stated the heating sensation is not painful or uncomfortable. The sjm rep advised the pt of charging precautions and reprogrammed the pt. It was reported the physician increased one of the pt's medications and the pt was satisfied with the stimulation coverage. On (B)(6) 2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.